Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a faulty lens. Additional information was received starting during the surgery the injector overrode the lens with confirmed patient contact. The surgery was completed on the same day with no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Lens was returned outside the device. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens returned adhered to the outside of the nozzle. Solution observed on both surfaces of the iol. No damage observed. The product investigation could not identify the root cause for the reported complaint "the injector overrides the iol" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. The manufacturer internal reference number is: (B)(4).